Manufacturer narrative:
Weight, ethnicity, weight: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -10.5/2.0/180 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to low vault. This exchange resolved the problem. Cause of event was unknown. It was reported that the first icl was implanted vertically and the second icl was implanted horizontally.

Manufacturer narrative:
H3- device evaluation: lens was returned with moisture, in microcentrifuge vial. Visual inspection found the haptics torn,broken and stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).